Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection revealed the device was returned with original packaging. The anchor is coated in debris and the device appears to have been actuated due to loose sutures. The anchor has fractured and is missing threads. No physical damage is visible to the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The case reported breakage of the screw thread during use internal to the patient. However, it is unknown if the broken screw thread was retained/and or removed from inside of the patient. The screw threads are implantable. Therefore, biocompatibility is not an issue, however, we cannot rule out the possibility of micro-motion and or migration of the possibly retained screw thread. It was reported the procedure was completed after a non-significant delay, with a back-up device. Since there was no harm alleged to this patient, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during shoulder arthroscopy, a healicoil rg's screw thread was broken and fell off when inserting after tapping. Procedure was resumed, after a non-significant delay (less or equal to 30min), with a back-up device. Patient was not harmed as consequence of this problem.